Manufacturer narrative:
Upon eval of the returned device, the tip had broken off at the first large tooth. We will be moving to a finer pitch tooth for future orders.

Event description:
The tip of a k2 broach, broke off during total hip replacement surgery. The broken part was successfully retrieved by the surgeon.